Manufacturer narrative:
The sonicare brush head is an accessory to the healthywhite power toothbrush.

Event description:
Consumer complained about bristles falling out. No injury reported. No medical attention sought.